Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise was oversensed on this right ventricular (rv) lead, which resulted in an inappropriate shock. Subsequently, a revision procedure was performed. The rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.